Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. A total of three products had a suture breakage issue occur. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. C22 ¿ photo evaluation to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - could you please provide the lot number? --received information as following from sales rep via phone; the lot number is unknown. Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows damaged suture, separated into two sections, held with surgical forceps, used in a surgical procedure. The photo depicts an intra-operative wound of unknown surgical site containing fresh blood clots. Two suture segments are visible, with one displaying a free end on the left segment. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.